Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing pain at the ipg site. Surgical intervention took place on (B)(6) 2023 where the scs ipg was explanted and replaced. Therapy was restored post procedure.

Manufacturer narrative:
It was reported to abbott, a patient was experiencing ineffective stimulation. Per the event details, the patients¿ ipg was replaced due to pain at ipg site. There were no complications. When asked about the ineffective stimulations, the rep reported the physician told them the reason for replacement was pain at ipg site. The physician felt that is what was causing the patients¿ right low back pain. The patient mapped out fine but was very tired post op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.